Event description:
Bed would not function either manually or with remote controls.======================manufacturer response for stryker vertier table, vertier (per site reporter)======================notified of hospital repair.